Manufacturer narrative:
Follow-up #1: date of submission 02/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: review of the black box revealed information from the reported event date of (B)(6) 2013 has been overwritten in the black box due to continued patient use. There were no records of power on reset events observed in the black box record. No unusual alarms are observed in the alarm history. On examination, the battery compartment and cap were undamaged. The battery cap was able to fit securely and maintain an electrical connection. The pump powered ¿on¿ and displayed the verify screen per normal operation. The cap was fastened and then unscrewed ½ turn with no rebooting occurring. The pump was successfully primed and exercised for 24 hours with no power interruption. The pump cover was removed for investigation there was no evidence of damage, defect or contamination of the interior pump components. Investigation did not comfirm or duplicate the complaint and the pump was found to be operating as intended without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump alarmed for low battery and during the battery change, the pump lost power. A different, new battery did not resolve the issue. The reporter denied any damage to the pump or battery cap; however, stated the battery cap had never been replaced on this pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power loss remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.